Event description:
It was reportd that iab was inserted via subclavian approach. The iab was in use for less than a week when a rupture was suspected. The iab was exhchange with a 30cc catheter. There were no reported patient complications. See 1219856-2005-00077 for next event involving same patient.